Event description:
The x-ray going down in different rooms directly affecting patient care with the patient on the table and about to load the patient, on 6 separate instances over the course of past 2years. Patient needed to be moved to another room on multiple instances. Manufacturer contacted; room needed new tube in one instance and reboot worked in some instances. Manufacturer addressed the issue whenever contacted but problem is recurring as of today. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted; room needed new tube in one instance and reboot worked in some instances. Manufacturer addressed the issue whenever contacted but problem is recurring as of today.